Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned vascular treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the sid movement was not working and scanning was unavailable. Review of the log files confirmed the errors related to the detector (sid). The fse was unable to move the sid, so the fse tried to release the brake in the psc but all the functions related to the sid were greyed out. The fse restarted the system and was able to move the sid but the movement was noisy at certain angles. So, the fse replaced the sid motor on clea stand. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the source image distance (sid) movement and rotation was non functional. The device was in clinical use. The procedure was aborted and patient was moved to another room. No harm has been reported to philips. Philips has started an investigation of this complaint.